Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alerts.